Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the leads measurements performed were normal. However, upon reviewing the diagnosis data recorded, an abrupt increase of both atrial and ventricular lead impedance up to 3000 ohms was observed around mid june. It was sustained 10 days approximately then decreased back to normal values. Note that there was neither noisy episodes recorded nor symptoms reported by the pt. Investigation are required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.